Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt reported having nonfunctional therapy electrodes. The cause for the failure was isolated to an unsoldered pulse wire in the ECG ¿a¿ cable, breaking the connection in ECG ¿a¿. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.